Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded several new cartridges however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy. Cts sent a replacement pump. There was no adverse impact to the customer¿s blood glucose level.